Event description:
It was reported that the electrode had migrated to the right side of the sternum. The patient has a high body mass index, and it is believed that the electrode migrated post implant last year. The doctor repositioned the electrode successfully. There were no additional adverse patient effects. The system remains implanted.